Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during a recanalization procedure via superficial femoral artery , the catheter was allegedly had retraction issue. It was further reported that the device was allegedly had incompatibility issue. Reportedly the catheter and wire removed as a single unit and lost wire access. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure via superficial femoral artery , the catheter was allegedly had retraction issue. It was further reported that the device allegedly had incompatibility issue. Reportedly the catheter and wire removed as a single unit and lost wire access. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter loaded onto a sidekick was returned for evaluation. Bunching noted throughout the catheter, material separation was also noted to the sample; an attempted was made to remove the sidekick loaded onto the crosser but was unsuccessful. Based on the findings, the investigation is confirmed for the reported retraction problem, device-device incompatibility and the identified material separation and material deformation issues. A definitive root cause for the reported retraction problem, device-device incompatibility and the identified material separation and material deformation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.